Manufacturer narrative:
Product performance engineering reviewed the incident information and photos provided to abbott, manufacturing records, complaint history for the reported lot and performed analysis of the returned device. The images provided by the account was reviewed and identified that the arm angle of the clip was well within the functioning of the locking mechanism and the clip is therefore expected to safely maintain this arm angle. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated. Based on the results of the analysis, the reported no noise while turning the arm positioner is a normal function of the device as some devices have noise and some don¿t depend on the friction while turning the arm positioner. The partial clip movement appears to be related to the clip open while locked. However, a conclusive cause for the clip opened while establishing final arm angle (faa) and opened while locked cannot be determined. It is possible that there were procedural interactions (due to anatomy, unintended curves and tension on the device) during procedure that resulted in the reported clip opened during faa and locked; however, this cannot be definitively confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling. Device code 3273 was removed and code 1506 was added.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report clip opened while locked and partial clip movement it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was successfully deployed. A second clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets fine; however, the clip was opened while locked when establishing final arm angle (efaa). Therefore, efaa was performed again and the clip did not open when locked. It was noted that there was no squeaky noise when the clip was closed. The physician continued with the deployment process, and the clip was deployed, reducing mr to 1. However, after the sgc and cds were removed from the patient, the clip partially opened, increasing mr to 1+. The clip remains on the leaflets, but the clip is possibly unstable. Two clips were implanted, reducing mr to 1+. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.